Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event and the treatment was not reported. At the time of the report the patient had recovered from this event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as poor hand washing. The patient experienced peritonitis manifested by abdominal discomfort and cloudy effluent and was not hospitalized for the event. The patient also began treatment with vancomycin (2gm, every 5 days) ip for peritonitis. Twelve days later, the vancomycin was discontinued. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot numbers gd894295 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).